Manufacturer narrative:
During an internal review, bolton medical, inc. Determined that the applicable standard operating procedure did not clearly define the reporting timelines for supplemental mdrs. We have initiated corrective actions to address this gap and will be documented in our quality system under (B)(4). All relevant device history records (dhrs) for the relay pro nbs (n4) thoracic stent-graft system (28-n4-36-259-32s) with final assembly lot# b230304043, including final assembly (labeling), stent-graft system/packaging, delivery system assembly and stent-graft assembly, were inspected and no discrepancies were found. No discrepancies were noted in the qc inspections performed within the corresponding sub-assembly and final assembly processes. Sterilization records show the device received the required sterilization dose on march 25, 2023. Ncr 18614 was opened as qc final release associates found that the wrong revision of form-0072 was used. Ncr 18632 was opened as the sr. Engineer reported that relay pro devices were sterilized in an 8up load configuration following a 3x dose mapping for 8up-load configuration conducted by sterigenics. These ncrs are not related to the reported failure. There were no reworks in relation to this device. Review of the device history records showed no issues were found during the manufacture of the device. The pre-case plan and CT imaging were requested for evaluation but an update from gursharn dhaliwal, clinical research assistant, on 09/16/2025 stated that images were not available. The patient, with pre-existing medical conditions and asa iii, underwent a tevar procedure to treat a thoracic aneurysm with a relay pro nbs device (28-n4-36-259-32s). The device was advanced percutaneously through the right femoral artery. There were no issues reported during advancement and deployment of the implanted device; however, the patient presented an anticipated event of loss of strength in limbs (paraplegia post-procedure). ·paraplegia is the symptom of paralysis that mainly affects the legs (though it can sometimes affect the lower body and some of the arm abilities, too). This usually happens because of injuries to the nervous system, especially the spinal cord, but it can also occur with various medical conditions and diseases. The event narrative indicates the paraplegia is related to the patient's pre-existing conditions. The patient recovered and the adverse event resolved with sequalae on (B)(6) 2023. Without imaging for evaluation, the anatomy analysis, the sizing assessment, graft selection, and device positioning could not be confirmed. In conclusion, review of the device history records showed no issues with the manufacture of the device. With the limited information provided, the root cause of the reported failure of paraplegia could not be determined. Paraplegia is a known adverse event of tevar procedures.

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Sae description: - on the (B)(6) 2023 the subject experienced an sae - loss of strength in limbs. A male subject was treated for an aortic aneurysm with a relay nbs plus device on (B)(6) 2023. This was an elective hospital admission and the subject was given general anaesthesia. The procedure was performed by [?]percutaneous' access via right common femoral and left common femoral. There was no artery coverage. Aes occurred during the procedure. Anticoagulation, antiplatelet, and/or antibiotic treatments were administered during procedure. The subject was prescribed other relevant concomitant medications during the procedure visit. This event is classed as serious as there was permanent impairment of a body structure or body function. It is undetermined if it was related to device, undetermined if it was related to the procedure. But it is related to the pre-existing condition. The event was unanticipated. Medication was given to the subject." Patient outcome: "ae was recovered, resolved with sequelae. Ae end date is (B)(6) 2023."